Event description:
It was reported that the catheter became stuck on a guide wire. The 100% stenosed target lesion was located in the severely calcified and mildly tortuous superficial femoral artery (sfa). The physician attempted to cross a 035 non-bsc guide wire into the guide wire lumen of a 5.0mmx150mmx135cm mustang balloon catheter. However, the wire becme stuck inside the lumen. The guide wire was removed using a forcep. The procedure was completed using a different device with the same guide wire. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: an examination of the entire device found no kinks along the shaft. However, an examination of the tip section of the device identified that the distal edge of the tip was damaged and jagged in appearance. It was possible to load a wire through the tip and wire lumen with no resistance noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that the catheter became stuck on a guide wire. The 100% stenosed target lesion was located in the severely calcified and mildly tortuous superficial femoral artery (sfa). The physician attempted to cross a 035 non-bsc guide wire into the guide wire lumen of a 5.0mmx150mmx135cm mustang¿ balloon catheter. However, the wire became stuck inside the lumen. The guide wire was removed using a forcep. The procedure was completed using a different device with the same guide wire. No patient complications were reported and the patient's status was good.